Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm). In the case of off-pump CABG on thursday, (B)(6), 2019, when using the heart string, the setting is performed according to the recommended procedure, but the proximal seal is not attached to the delivery system and remains in the loader. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h-3 "device not eval provide code" trackwise ID# (B)(6). The device was returned for evaluation. A follow up report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm). In the case of off-pump CABG on thursday, (B)(4) 2019, when using the heart string, the setting is performed according to the recommended procedure, but the proximal seal is not attached to the delivery system and remains in the loader. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 12/13/2019. An investigation was conducted on 01/24/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device. The white plunger was not depressed and the blue slide lock was engaged. The seal and tension spring assembly was observed inside the loading device window. The seal was removed from the loading device for inspection. There were no visual defects observed on the seal or tension spring assembly. The following measurements of the delivery tube were taken: the inner delivery tube diameter was measured at 0.198 inches, the outer diameter was measured at 0.220 inches. The length of the delivery tube was measured at 2.50 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported failure "fitting problem¿ was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm). In the case of off-pump CABG on thursday, (B)(6) 2019, when using the heart string, the setting is performed according to the recommended procedure, but the proximal seal is not attached to the delivery system and remains in the loader. A replacement device was used to complete the procedure. The hospital did not report any patient effects.